Event description:
It was reported that there was a question regarding therapeutic radiation and that the patient's device was producing alert tones and had an electrical reset. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset - power on reset parameters. One - por for critical ram parity error, addr=2966, data=00, on (B)(6) 2011 10:38:10. One - patient alert for por on (B)(6) 2011 09:38:10.